Event description:
Intera oncology received a report that during the haps procedure on (B)(6) 2025, the physician was having difficulty flushing the bolus pathway despite confirming the use of special bolus needle. The clinic was confident that they had advanced the needle fully until it reached the needle stopper. The physician planned to perform a CT scan to check for any kinks in the catheter. However, on (B)(6) 2025, intera's clinical account specialist met the physician and patient. The physician treated the patient and was able to access the bolus pathway with a special bolus needle and easily flushed the bolus pathway. The physician believes that due to the patient's stomach being so distended on (B)(6) 2025, he was not able to properly access the bolus pathway (because he could not properly "seat" the needle in the port). During the visit on (B)(6) 2025, the patient's stomach was flat when in the supine position and physician easily accessed the pump port and bolus pathway with the first stick.

Manufacturer narrative:
The device history record, (B)(6) ln (B)(6), was reviewed. The pump was manufactured on (B)(6) 2024. There were no nonconformances pertaining to this serial number. The device met all specifications prior to release from manufacturing. Intera oncology clinical account specialist met with the physician and patient on (B)(6) 2025. The issue was resolved during the meeting. The physician was able to access the bolus pathway with a special bolus needle and easily flushed the bolus pathway. The physician believes that on (B)(6) 2025, the patient's stomach was distended, leading to the physician not being able to properly access the bolus pathway because physician could not properly "seat" the needle in the port. On (B)(6) 2025, the patient's stomach was flat when in the supine position and physician easily accessed the pump port and bolus pathway with the first stick. Therefore, this incident is not related to product malfunction and was caused by distention.